Event description:
It was reported the pt fainted while on the treadmill during a stress test. It was determined the pt had a high gradient of 85 mmhg and the leaflets were stenotic. The valve was explanted. Additional info has been requested.